Event description:
Facility reported to facility that a pt developed chemical colitis after a routine colonoscopy in 2004. Pt developed bleeding, diarrhea, fever and pain. Pt was hospitalized for 4 days and released.